Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the connection of the transfer set to the patient line of the homechoice cassette. This was noted during peritoneal dialysis therapy; in fill one of four, patient was connected. The patient had closed the clamps when they noticed the leak and disconnected. The patient ended the therapy. During the troubleshooting, the patient did not find anything that caused or contributed to the leak. There was also no leaking from the transfer set after disconnecting and capping off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.